Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant ruptured inside the keller funnel before implantation"

Event description:
Healthcare professional reported "implant ruptured inside the keller funnel before implantation.¿ affected side is unknown. Surgery was completed with backup implant and keller funnel.